Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that thresholds on the right atrial (ra) lead had been rising steadily since implant and became high before coming back down. It was further reported there was an alert for low impedance on the ra lead. The lead remains in use. No patient complications have been reported as a result of this event.